Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for uncontrollable high blood glucose levels, with blood glucose readings over 300 mg/dl. The customer stated that prior to the event, she had been experiencing elevated blood glucose levels for two weeks. The customer also stated that she uses a model mmt-381 silhouette infusion set. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported